Event description:
It was reported that during a colon-resection procedure, the anvil separated from the staple head. The anastomosis was intact and not leaking after checking. The anvil was removed with no apparent damage to the patient.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.